Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports an uvc was placed successfully in ivc and confirmed through imaging. The uvc extravasated into the peritoneal cavity resulting in an extremely ill neonate. The uvc was removed.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon investigation, the results will be forwarded.